Event description:
According to the reporter: omspdbs2 was inserted, inflated and deflated properly. During removal from the pt, the balloon detached from the port and then had to be removed separately. Dr (B)(6) spoke to me (B)(6) 2014 and has stated it wasn't a problem but thought we should know. They saved the soiled balloon and port which I am returning. Pt outcome: nil adverse outcome.

Manufacturer narrative:
(B)(4).